Manufacturer narrative:
One 0.9mm ultra infusion sleeve without bubble suppression insert (bsi) was visually inspected and a pierced hole was found at the center of the infusion sleeve shaft. The damage was not made by a sharp edge rather exhibited signs of a puncture and tear. The tear is consistent with damage that occurs as a result of the phaco tip inadvertently piercing through the infusion sleeve during attaching to the handpiece. This error will cause a tear in the infusion sleeve which can potentially be attributed to surgical technique. Corneal burn is an issue that is occasionally reported with cataract surgery. Most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. Based on the information and sample obtained, the root cause is related to surgical technique, the infusion sleeve showed signs that infusion sleeve was damaged when mounted onto the phaco tip. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Current tracking indicates no adverse trend for this lot for this event. Similar incident/event data was collected for the associated reported events. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract surgery patient experienced burn on the main incision and surgical stitches were needed to close the incision. Additional information has been requested.